Event description:
It is reported that the tip of one of the two claws of the femoral inserter broke.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned component identified that one of the jaws had fractured. Impact marks were also noted on the impaction surface. Measured dimensions and hardness of the fractured subcomponent were conforming to print specifications. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. The instrument/provisional use, care, and sterilization package insert warns that instruments subjected to high loads or impact can break and that the instruments should be inspected prior to each use. The issue appears to be related to normal wear and tear from usage and not a significant design or manufacturing issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.